Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different performa nano meters, within 10 minutes: performa nano meter (system 1); (B)(6) 2018, 133 mg/dl and 494 mg/dl, performa nano meter (system 1); (B)(6) 2018, 108 mg/dl and 286 mg/dl, performa nano meter (system 2); (B)(6) 2018, 104 mg/dl and 226 mg/dl. The same lot of test strips were used for both meters. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.